Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump act keypad button is not responsive. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.